Manufacturer narrative:
Investigation results will be provided in the final report

Event description:
During the procedure, the cable was not able to be connected. There was a delay in the procedure and the device was replaced.

Event description:
Further information received confirmed the delay was one minute to exchange the cable. There were no adverse patient consequences.

Manufacturer narrative:
One cardiac ablation generator 1641 cable was received for investigation. The reported connection issue was confirmed. Pin 10 was bent in the connector plug, consistent with the reported connection issue. The pin was bent back to its original position and was able to connect to the ablation generator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the bent pin is consistent with damage during use.